Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of the received problem description and device logs. Service cancelled by customer which indicates that the ventilator is functioning without issues. There is no further information on how the issue has been resolved.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).